Manufacturer narrative:
Other relevant device(s) are: product ID: computer 9735764, nav with pcoip s8 svc, serial/lot: unknown. A medtronic representative went to the site to perform a system checkout. The video could not be detected. This is likely due to an issue with the video card. A new computer was installed and the system passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system is booting up, the screen will intermittently go black. When this happens there is no blue power light illuminated and no fans are running. It is noted that the issue is not due to power, the main cart monitor displays "no video signal" and the camera cart displays "no source signal". The camera cart is functional with the site's other main cart. The configuration on the carts was confirmed to be correct and all cabling was reseated and correct. The system was unable to export video to the external monitor. There was no patient present.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Serial/lot # of concomitant medical products: 1947c1886. System manufacturing date is unavailable. The computer was returned to medtronic for analysis. Testing was conducted and the cpu was not functioning as intended. (B)(4). If information is provided in the future, a supplemental report will be issued.